Event description:
Patient undergoing laparoscopic appendectomy. During the surgery the hand piece of the harmonic scalpel stopped working in the middle of the case. It was switched out for a new one. There was no patient injury.